Event description:
It was reported that the user experienced hyperglycemia after changing infusion supplies, noting a value of 200 mg/dl; the user used an inset infusion set with lot 6005835, observed no bent cannula upon removal, and suspected possible scar tissue contribution. Symptoms included feeling warm and having dry mouth. Outcomes included no hospitalization, no professional medical intervention, no backup insulin therapy, and no ketone testing, with the elevated glucose persisting for approximately 90 minutes. Investigation included complaint handling with troubleshooting and education, and assessment of alerts and alarms, which were not present. Investigation of this case revealed no device malfunction identified and no product performance complaint confirmed based on available information. It was concluded that the cause of the hyperglycemia was unclear, with potential contributory factors including infusion site issues or concurrent antibiotic therapy for poison ivy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.